Event description:
The explanted generator was received and underwent product analysis. Visual examination identified scratches on the generator and damage to the underside of the septum which both appeared to have been caused by manipulation of the device during the explant procedure. Upon receipt the generator communicated normally and low battery indicator was not set. The output signal of the generator was monitored for more than 24-hrs, while it was placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal. The generator performed to functional specification.

Event description:
It was reported that the patient was experiencing soreness in the throat related to vns stimulation. The patient's mother told the physician that these symptoms occurred previously when the patient's previous vns device was depleted. An interrogation of the patient's device showed that the device was not depleted however due to the patient's symptoms the patient was going to refer for a generator replacement. Further follow-up found that diagnostic testing showed that the device was reportedly functioning properly. The patient then underwent surgery where the generator was replaced. The explanted generator has not been received to date.